Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported through the patient outcome that the patient passed away due to unknown causes. It was reported that the patient's outcome was not device related, that the device operated as intended and that "the vad performed incredibly well despite the milieu in which it was existing." It was further reported on (B)(6) 2021 that the patient had experienced thrombotic microangiopathy prior to their death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported thrombotic microangiopathy and patient outcome could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing and quality assurance (qa) specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.